Event description:
Patient was revised to address poly wear, osteolysis, and loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the stem part and lot number combination. A search of the complaint database found one prior report for the insert part and lot number combination; however, review of the as400 system show that at least 50 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 19 years of implantation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.